Event description:
It was reported that the wake button on the pump was not functioning as expected. As a result, the customer experienced a blood glucose (bg) level was that was displayed as "high", although a specific value was not provided. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support (tts), it was found that the wake button was working as intended and customer was able to turn the pump screen on with the button. Tts educated the customer on the right technique to turn the pump on by using the tip of their finger to firmly press the center of the button while providing support along the bottom of the pump. The customer acknowledged and continued using the pump for insulin therapy.